Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an unknown "internal comm" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical canada; the customer's report was verified and attributed to corrupted data on the smart pneumatic module board. It is unknown how the data became corrupted. The data was re-entered into the smart pneumatic module board to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal comm failure- 1474" error message. Complainant indicated that there was no patient involvement in the reported malfunction.